Event description:
It was reported that an ilet failed to charge on two wireless charging pads, showing only a minimal increase in battery level before dropping again, consistent with a premature battery discharge and implicating the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user had a backup therapy method in place. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem localized to the battery, consistent with a premature discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.